Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, torn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. The user became unable to use the device since an error that indicated an abnormal of the device tip. When the user checked it outside the patient, the tissue pad of the device was deformed and the metal part under the pad was exposed in some area. There were no fallen fragments inside the patient. The intended procedure was completed with another device. There was no patient injury reported. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the tissue pad was partially separated.